Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. No samples were returned for evaluation. Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the syringes had the luer tip of the syringe broken before they were open.